Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to the procedure itself, patient factors (moderate annular calcification, severe native leaflet calcification, severe aortic root calcification, pre-existing rbbb) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the hospital, the patient received a permanent pacemaker (ppm) later in the day following the transfemoral tavr procedure. Prior to the procedure, the medical team discussed the patient¿s risk for pmm due to her history of rbbb. During the procedure, the only ¿out of the ordinary incident¿ reported was the left ventricle wire was pulled back through the aortic valve during the procedure. The wire was reinserted, crossing the native valve a second time, and a 23mm sapien 3 (s3) valve was deployed in a final 70:30 aortic/ventricular (a/v) position. Post procedure, the patient was in stable condition and returned to baseline, which showed rbbb. The patient was extubated in the room and transferred in stable condition. Later in the day, the tavr team was informed that the patient required a ppm. The patient¿s annulus measured 20mm x 23mm by CT with a valve area of 353mm2. Moderate annular calcification, severe native leaflet calcification and severe aortic root calcification were reported. The coaxial alignment of the delivery system and valve was reported to be fair. The image intensifier angle was reported to be good. Ventilation was held and no loss of pacing was reported.